Manufacturer narrative:
Date received by manufacturer: may 19, 2014 (date aware by abbott medical optics (amo) that complaint was part of the model z9002 recall.) If remedial action initiated, check type: recall. Correction/removal reporting number: z-1123-2014. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that during the implantation of an intraocular lens (iol), the haptic sheared off. The incision was enlarged to remove the iol. No patient injury was reported. No other information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to our manufacturing site for a visual inspection. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed a lens cut in half with and one broken haptic. The returned sample conditions were related to the lens explant and/or handling during the (attempted) insertion process. At the manufacturing final inspection process, lenses are 100% inspected at 10x microscope magnification for cosmetic defects including haptic defects. Based on the investigation, cosmetic defects that were found in the returned lens were related to explant and or insertion process during surgery and no manufacturing defects were identified. The most probable cause for the reported event was associated with haptic issues during the insertion process and not related to a manufacturing issue. The manufacturing records were reviewed. The documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. In manufacturing the lenses are 100% cleaned and inspected at 10x microscope magnification for cosmetic defects. The operators perform a measurement inspection and disposition according to specification for visual inspection of silicone intraocular lenses. Any defects on the lenses or lens loops that do not meet the criteria specifications are rejected. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order (p/o) was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related. No other investigation have been received for this production order (p/o). The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder .

Manufacturer narrative:
Patient information was not provided. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.